Manufacturer narrative:
Under user facility's discretion, the device will not be returned to the manufacturer. The investigation is not yet completed, investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported there was dim to complete light failure. No patient or procedure involvement. No negative impact in state of health reported.